Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller battery was replaced. Also, the software and calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed images that were of poor image quality. No report of patient injury.